Event description:
Customer noted erratic qc results for gentamicin (gen) and lactate dehydrogenase (ld). No patient samples have been determined to be erroneous. The call center worked with the customer to determine that their wash concentrate float switch (p/n 473398) inside the bottle was malfunctioning and not detecting an empty bottle. The customer was informed that the likelihood of carryover due to insufficient wash solution strength is high and could affect patient samples as well.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the float switch p/n 473398. A precision run was performed for gen which passed established specifications. The issue was resolved. The manufacturer reference number for this event is (B)(4).